Manufacturer narrative:
A philips field service engineer (fse) testing the deice was not able to replicate the issue to confirm the reported issue. Information received from the fse indicated that the software was upgraded, and no further issues have occurred, since that time. Based on the information available and the testing conducted, the cause of the reported problem was the software. The device was operational after upgrading the software. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The nurse in ccu was sitting at the central and noticed a patient, who was being monitored on a bedside monitor (not telemetry) go into asystole. After roughly four seconds the central identified the asystole, as its suppose to, and gave the visual asystole red alarm. However, it was noticed that roughly five seconds later the audible alarm kicked in. The staff are concerned it took so long for the audible alarm to kick in. There was no adverse event or harm reported. A philips field service engineer (fse) was able to recreate this issue with a telemetry unit and simulator, although the audible alarm is only roughly two seconds after the visual alarm is displayed. When the fse tried to recreate the reported issue on a bedside monitor, the fse found the visual and audio alarms pretty much happen at the same time. The fse upgraded the philips patient information center ix (pic ix) software to version c.03.08, and performed testing using bed 5 patient monitor to see if there was any delay between receiving of visual and audio alarms; the fse found both alarms to arrive at the same time without any issues. The fse will observe how alarms behave over next few weeks with help of ccu staff.